Event description:
A pt's wife contacted zoll customer support to report that the patient's battery charger was not charging his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger will not charge battery packs) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to a shorted q1 (current controlling transistor) on the bedside board. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the shorted transistor. The pt received a replacement battery charger/modem.